Event description:
Propofol infusion via hospira symbiq pump with macrobore tubing when air in line was noticed by rn, approximately 17 cm past the cassette. The pump had not alarmed. Pump did issue air in line alarm shortly thereafter. Dose or amount: propofol 500 mg/50 ml. Frequency: 20-25 cc/hr. Route: IV drip. Dates of use: approximately 17 months. Diagnosis or reason for use: administration of propofol. Event abated after use: yes.